Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle clogged during use. This occurred on 8 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from portuguese to english: "customer informs that hypodermic needles 0.30x13 mm are clogged. It was reported that an high percentage was found in only 1 (one) box. Customer informs that there were 8 (eight) needles clogged."